Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated secton a4 & b7 for patient weight and other relevant history this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.